Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency department on (B)(6) 2022 with worsening right sided pain, numbness, and weakness. In addition, their national institute of health stroke scale (nihss) was 6 with right arm drift. Computed tomography of the head (cth) showed no acute intracranial abnormally. Due to the patient having the left ventricular assist device (lvad) and a history of anaphylaxis to contrast, contrast studies and magnetic resonance imaging (MRI) were unable to be performed.